Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female pt (age nos) who received her last treatment of poly-l-lactic acid (sculptra) sometime in (B)(6) 2007. Relevant medical history and concomitant medication info were not mentioned. The week of (B)(6) 2008, the pt complained of hard lumps in both cheeks and swelling on the left side with darkening of her skin. It was reported that these events developed over a two day period. On examination the reporter could not initially see any raised areas, but on closer examination, the left cheek was fuller in comparison to the right. Both areas were firm to touch, but there was no visible lumpiness on the skin apart from the slightly raised left cheek. The pt was advised to massage the area. At the time of this report, the events remain ongoing. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 08/07/2008: the physician reported that the pt had been to see her general practitioner and there is now talk of doing a biopsy. Additional info received on 08/11/2008: the pt reported via her physician that her original treatment was in (B)(6) 2007 and lasted for nine months, which was "fine" until the bee-sting, after which, lumpy areas quickly developed. The pt started treatment with prednisolone 30 mg daily on (B)(6) 2008. This was increased to 60 mg after three weeks, but the pt was unable to tolerate the dosage. There was a 50% improvement. The pt used massaged, but heavy bruising occurred. She felt uneasy taking the steroids for so long so her physician told her to reduce the dose gradually over two weeks, but the lumps re-appeared, the same size as before. The pt was referred to a dermatologist for a biopsy to be taken. Additional info received on 08/18/2008: this case concerns a (B)(6) female pt. Concomitant treatment includes hyaluronic acid (restylane lipp) to restore the lines. No medical history was provided. The pt had not experienced similar events after treatment with newfill/sculptra or any other product. No histology or laboratory tests were performed. On (B)(6) 2007, the pt treatments with poly-l-lactic acid, 3 ml water and 2 ml lignocaine with 5 ml in total injected into her right and left cheeks. Batch number a5010 and 501. On (B)(6) 2008, the pt experienced a bee sting and a few days later her cheeks suddenly felt lumpy and hard. The pt also felt her skin had darkened. The doctor stated that the pt is very allergic although had been fine to hyaluronic acid treatment on (B)(6) 2007. The bee sting occurred a few days before the reaction to poly-l-lactic acid and she feels this is related as she had anaphylaxis to a wasp sting on past occasions. The pt had tried prednisolone 30 mg through her general practitioner but she is reducing the dose, the lumps are coming back. The causality assessment between the events and poly-l-lactic acid was reported as highly probable. No further info is expected.